Manufacturer narrative:
.

Event description:
It was reported that impedance readings at the end of (B)(6) 2012 were not good. The reporter stated that a revision was planned and took place on (B)(6) 2012. The extension and pocket adaptor were removed and replaced with two extensions. It was reported that there was some breakage of the leads but the healthcare professional "refused to replace them" and fixed it "with silicones". It was unclear what this referred to. It was noted that impedance measurements after the revision were fine. The leads and implantable neurostimulator were not replaced. It was reported that the patient was doing fine after surgery.